Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a defect in the printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center shows no image/display when plugged in. The issue was found during preparation of the use. The diagnostic procedure was completed without delay. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the event occurred due to failure of the printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was completed with another device.